Event description:
It was reported that a large volume folfusor leaked into the over pouch during transport. The device had been filled with benzylpenicillin. This issue was discovered prior to patient use while unpacking the pump from the transportation box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in june of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: between september 13, 2021 to september 16, 2021. H10: the device was received for evaluation. A visual inspection was performed which observed fluid inside a bag that contained the unit which suggested a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.